Event description:
The lay user/patient contacted lifescan (lfs) on september 12, 2006 alleging that she was unable to verify her blood glucose reading on her meter due nail polish on her lcd screen. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On an unspecified date, the patient's child covered the patient's meter display with nail polish. In the morning of 2006, the patient was breathing heavy, her sides hurt and she was vomiting. She tested her blood glucose; however, was unable to confirm the reading since there was nail polish on the lcd screen. She took her insulin (around 10 units of humalin) after testing on her meter. She went to the emergency room where her blood glucose was 728 mg/dl and was treated with IV fluids. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and how long the patient was unable to test on her meter. The complaint is beng reported since the patient experienced symptoms and was unable to verify her blood glucose reading due to nail polish on the lcd screen a medical professional treated her for hyperglycemia in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.